Event description:
At about 8 months after the primary knee surgery, the patient came in reporting instability. The surgeon revised femur and liner (20 to 26 mm) and decided to convert the patient to a semi-constrained construct. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 january 2023. Lot 2000440: (B)(4) items manufactured and released on 16-march-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, only the item involved in the complaint has been sold during the period of review. Additional component involved: gmk-sphere 02.12.0023r femoral component sphere cemented size 3+ r (k140826) lot 2112027: (B)(4) items manufactured and released on 14-dec-2021. Expiration date: 2026-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.